Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had blood that entered the venous hansen causing the flow indicator to leak. The patient¿s estimated blood loss (ebl) is unknown. No patient serious injury or medical intervention was reported due to this event. A fresenius field service technician (fst) was called onsite and replaced the flow indicator to resolve the issue. Machine functional tests were completed and passed onsite after repair. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.